Event description:
This report summarizes 17 malfunction events in which the device had paint chips missing. - 17 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 17 events were reported for this quarter. Product return status 15 devices were evaluated in the field. 2 device investigation types have not yet been determined. Additional information 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 17 previously reported events are included in this follow-up record. Product return status 17 devices were evaluated in the field.

Event description:
This report summarizes 17 malfunction events in which the device had paint chips missing. - 17 events had the problem identified during a non-clinical procedure; there was no patient involvement.